Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that last night they got up non stop to go to pee every 10 minutes. The patient also reports that they are feeling a lot of pressure on their hip and it doesn't feel right. Patient also stated that the therapy has been working wonderful but now they are feeling really really weird and it is effecting them all the way down to their feet. Patient states that they think they need to make an adjustment. Patient was worried that since their handset had died, their therapy may have turned off. Agent provided clarification. Patient services walked the patient through connecting the handset and communicator to the stimulator. Patient noted that they were on program 2, but at the time of the call they were on program 4. Patient did not know how the program got switched. The patient switched back to program 2 and increased the stimulation. Patient confirmed that the stimulation was comfortable. Patient stated that after making their stimulation adjustments, their whole bottom side felt better, but they still had a constant feeling in their feet. Patient reported that they have neuropathy. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the cause was determined. They reported the likely cause of the issue was before they realized it was on 4 they had done an adjustment to increase the setting. 2 weeks later they knew something was wrong and they called patient services and talked to a rep and somehow the program had changed to 4. The rep was very patient. They went through step by step and set it back to program and its been working perfect again. They have no idea how it had switched to program 4.

Event description:
Additional information was received from the patient. Patient called back and reported ongoing therapy issues. Patient reported that they have had their their therapy turned off for a while, but today they wanted to turn it back on and they were on program 4. Patient stated that they thought they were on program 2. Patient stated that they have been having problems and they feel like they really have to go but then when they get to the bathroom they have to really stress in order to go. Patient stated that it has been like this for a while. Patient reported that they are going to switch back to program 2 and continue to monitor symptoms. Patient was redirected to their hcp to further address the issue, patient stated that they have an upcoming appointment in february.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.